Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
It was reported during the inspection that the cs100 intra-aortic balloon pump (iabp) the device failed to automatically inflate. Getinge field service engineer (fse) found that automatic inflation failed inspection found that the k3 k5 valve was faulty, the valve group was replaced, and the automatic inflation passed the device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) the device failed automatically inflate. There was no patient involvement.